Event description:
It was reported that (1) prw35 was used during an unknown procedure. It was reported by the rep that the "sticks would not release staples". No other info was available. There was no consequences to pt.